Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and deflation.

Event description:
Healthcare professional reported capsular contracture, baker grade iii and deflation on unknown side. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, wear abrasion, and a curved opening on the anterior side. A leak test and microscopic analysis were performed which identified a sharp crease opening on the anterior side and a striated opening on the anterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a striated opening on the anterior side assessed as surgical damage consistent with the use of a surgical tool, and a crease sharp opening on the anterior side assessed as a fold flaw opening. Additional, corrected, and/or changed data: d.10, g.1, h.3, h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.